Event description:
Part 021920 natus brain monitor breakout - the doctor confirmed that the patient moved, pulled out the wires, and the breakout box fell on him. No injuries.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). A natus specialist went onsite and checked each headbox and found that all removable handles are intact without rips or tears. Capa004628 was previously opened to investigate loose handles. Section d4 - serial number not provided. Per doc-010378 xltek eeg psg risk analysis spreadsheet, hazard ID - 6.10, severity 11 - critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Faillure confirmed: no investigation result code: neuro sbu/no issues noted closure rationale: complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The patient was sleeping when the sdx box suddenly fell and hit the patient on the head. No injuries. Serial number of affected device not confirmed. Further investigation to be carried out.

Event description:
Part 021920 natus embla sdx breakout - the doctor reported that the headbox fell on a patient's head because the rubber handle came off.